Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The needle split during use inside the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion code 67: a heavily contaminated open sample was returned and evaluated. There was no damage noted on the needle. Three portions of suture material were also returned. These were cut at all six ends. No needle portions were returned. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.